Event description:
It was reported that an error of "cannot use this value in current configuration" occurred when trying to increase program parameters on the patient's neurostimulator. The current program was noted as 4 volts, 210 micro sec, and 110 hz. Follow up information received indicated that the error code issue had not been resolved and the patient was to be evaluated at a future appointment ((B)(6), 2011). A follow-up report will be sent if additional information is received.

Event description:
Additional information received noted that the patient came in for a follow-up visit and the issue did not reappear. The patient was satisfied with his therapy.

Manufacturer narrative:
Lead model 3387-40, lot# v005847, implanted: (B)(6)-2006, explanted: unk, programmer model 37642, serial# (B)(4), extension model 748251, serial# (B)(4), implanted: (B)(6)-2006, explanted: unk.